Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2158-50 serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to f/u 1 MDR in field: it should have stated: field explant date: (B)(6) 2016 additional information was received that no further information can be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.